Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's power cable, calibrating, and preventative maintenance was performed. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module ii, which may have affected gas monitoring. No patient injury was reported.